Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that 50% stenosed target lesion was located in the moderately tortuous and severely calcified chronic nephritis. Upon third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the patient was stable. The device was contaminated.

Manufacturer narrative:
E1:initial reporter facility name:(B)(6) university.

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.